Event description:
Several issues, including cracks, pitting, rust, gouges, damaged edges on instruments, delivered in soiled and degraded packaging, and black debris that appears to be old char inside the packaging of the instruments with cameron-miller brand ent products (26-1104, 26-1105). Medical equipment IFU(instructions for use) appears to be outdated, and validation methods are questionable. Ref report: mw5162628.